Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cannula broke with one fragmented part remaining in the patient¿s arm. The event occurred during the removal of the cannula at the hospital. The operator of the device was a health professional. There was medical intervention required. There was patient involvement and no reported patient harm.

Manufacturer narrative:
H3 and h6. Codes: updated. Received two product samples for investigation. During visual inspection, no anomalies were detected in sample number 1. For sample number 2, tube severance was observed. The catheter tube appeared flattened and exhibited an angled cut around the full circumference. The visual findings (flattened tube with a clean cut) and the event description (breakage occurring during removal) are consistent with damage caused by an external instrument, indicating potential misuse of the product. It is unlikely that this type of defect occurred during the manufacturing process, as there is no step in manufacturing where the product contacts equipment capable of producing the observed cut. The customer reported that the product was in use when the issue occurred, indicating the product was not defective prior to use. Based on the available information, there is no evidence that the event is related to a product quality or manufacturing issue, and no evidence that the product failed to meet specifications. The investigation identified potential improper use of the device as the probable cause of the complaint. A device history record (DHR) review reported no discrepancies or non-conformances during manufacturing of the reported lot number.